Event description:
Boot for leg holder had splintered at the top. Now is dangerous for patient use. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that "boot for leg holder had splintered at the top. Now is dangerous for patient use." The event was confirmed. Method & results: device evaluation and results: visual inspection: the image of the boot assembly showed that it had a fractured surface or corner. See attached image of the device. Dimensional inspection: not performed as the device was not available for evaluation. Functional inspection: not performed as the device was not available for evaluation. Material analysis: not performed as the device was not available for evaluation. Product history review: review of the device history records indicates 18 device(s) were manufactured and accepted into final stock on 27jul2017 with no reported discrepancies. Review of the device history records also indicates 01 device(s) were manufactured and accepted into final stock on 30oct2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, l/n 201743072002 shows 01 additional complaint(s) related to the failure in this investigation. These include the following pr(s): (B)(4). Conclusion: the device was discovered preoperatively and was not available for evaluation.there was no surgical procedure associated with the reported event. Per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. This event meets the definition of preventive maintenance; no further investigation is required at this time. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Boot for leg holder had splintered at the top. Now it's dangerous for patient use. Case type: tka.